Manufacturer narrative:
Updated fields: h6: b17 code changed to b18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was being implanted valve-in-valve into an existing non-medtronic surgical valve (freedom solo) with aortic insufficiency. The team made multiple attempts to position the valve under transesophageal echocardiogram (tee) using fast-pacing and rapid-pacing. However, during the reduction of the pacer, the valve repeatedly dislodged towards the aorta. Therefore, after three attempts, the team decided to abort the procedure. No adverse patient effects were reported.

Event description:
Additional information was received that no pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail. Prior to dislodgement, the implant depth was at 3 millimeter (mm). A non-medtronic double curved guidewire was used for the procedure.

Manufacturer narrative:
Image review: 1 fluoroscopic cine loop of the implant procedure was provided for review. Patient summary was not provided for anatomical review. Prosthetic valve migration/embolization is listed in the evolut¿s instructions for use (IFU) as one of the potential adverse events and repositioning precautions. Migration / valve dislodgement of the tav can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-bav complications. The freedom solo¿ valve is hard to visualize under fluoroscopy, complicating the evolut¿s depth assessment. The cine loop suggests that a coronary guidewire in the surgical prosthesis¿ cusp was used to assess the implant depth on the left coronary side. Assuming correct placement, the evolut¿s depth appears very deep (~15mm) on the left side but not as deep on the non-coronary cusp (ncc) side (pig-tail catheter marker), indicating a tilted valve relative to the freedom¿s annulus. It also seems a stiff guidewire was used, seen deep in the left ventricle just before final deployment. The combination of the tilted valve and the stiff guidewire's sustained upward push likely caused the valve to dislodge in this phase of the deployment. Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.